Manufacturer narrative:
Clear tip sheared at distal tip. Eval summary: the analysis results found that the tip of the introducer tube was received sheared off but still attached to the instrument. Additionally, the introducer tube was noted to rotate on the handle. A corrective and preventive action has been initiated to address found conditions. The instrument was returned with the collagen plug already deployed; therefore no functional test could be performed. It could not be determined what might have caused the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy, the marker wouldn't deploy. The doctor attained a second marker, deployed the marker successfully and completed the case with no pt consequence.